Event description:
The customer reported a spaker malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction. No patient harm was reported. As the customer has apparently recognized the speaker failure, and as no patient adverse event/adverse patient impact was reported was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms & technical inop's will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss auf audio even though a visual warning is provided and product labeling states (user reference guide (B)(4) (pg 37) describes personal surveillance): do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. User reference guide (B)(4) (pg 37) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.